Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the scs lead site. Consequently, the patient's physician decided to remove the patient's scs lead. The patient was reportedly treated with IV antibiotics.

Event description:
Follow up information received identified the patient's infection had cleared.